Event description:
Customer reported a false negative result with patient's rh d typing performed in the mts abd/rev gel cards lot# 041012037-07 using manual gel method. Patient's blood group was reported as group o, rh negative on (B)(6) 2012, using the mts abd/rev gel cards lot# 041012037-07. Customer stated on (B)(6) 2013, patient was back at facility for abo testing. Using a new lot of mts abd/rev grouping cards, the patient is typing as group o, rh positive with 4+ in the anti-d microwell. Testing was repeated on (B)(6) 2014, using a second sample and results were consistent with (B)(6) 2013, (group o, rh positive) 4+ in the anti-d microwell. Customer indicated that daily qc testing was done and all results were acceptable. Customer also stated that the patient is approximately three months pregnant and had a previous miscarriage with no transfusion. Customer sent samples for retest by a sister facility using tube method and blood type was confirmed to be group o rh positive. Secondly, customer stated that the patient was previously typed at the second facility in 2012 and again the patient blood type was reported as group o, rh positive. Customer conceded that it was possible that incorrect testing had been performed in 2012 which had led to the incorrect blood type being released. No previous complaint had been reported in 2012.

Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. No similar complaints were identified for this lot. Retain testing was not possible due to lot expiration. Sample was not available to be sent to ocd for further investigation. (B)(4). Lot expired on 4 feb 2013. Therefore, no evaluation was possible.